Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 05-apr-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 05-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 648750 (64.875 u) dailytotalofbasalinsulindelivered: 449750 (44.975 u) dailytotalofbolusinsulindelivered: 199000 (19.9 u) (B)(6) 2023 05:18:38.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 45000 (4.5 u) bolusamountdelivered: 45000 (4.5 u) (B)(6) 2023 10:46:48.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) (B)(6) 2023 13:37:52.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2023 18:24:58.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolu normalbolusamountprogrammed: 67000 (6.7 u) bolusamountdelivered: 67000 (6.7 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 06:13:18.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 06:02:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 5:09:58 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 05-apr-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:09:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 18:15:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 04:45:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Lost sensor1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 20:23:00.000 lost sensor1 alert (780) was recorded and found in the formatted history file on: 04/01/2023 20:39:00.000 sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 00:19:24.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported shaking, sweating and low blood glucose. No harm requiring medical intervention was reported. Troubleshooting was performed and customer alleged pump was over delivering. The customer was instructed to discontinue the use of the device. The product will be returned for failure analysis.